Event description:
It was reported while in use on a patient, an 840 ventilator had a faulty o2 sensor. The service engineer inspected the device and replaced the oxygen sensor. Although requested, information regarding the intervention taken on behalf of the patient was not provided. The patient however, was not harmed or injured as a result of the event. The ventilator passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The o2 was installed into a test ventilator for analysis. An investigation was performed and the identified root cause of the reported issue was isolated to erratic readings on the o2 sensor. If information is provided in the future, a supplemental report will be issued.